Manufacturer narrative:
The data was requested for further investigation, but not provided. The investigation did not identify a product problem. The product meets the specifications.

Manufacturer narrative:
The c311 stand alone system serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about a questionable tina-quant hba1c gen. 3result for 1 patient sample tested on a cobas 4000 c311 stand alone system. The result using the high-performance liquid chromatography (hplc) technique was 5.1. The unit of measurement was not provided. The customer repeated the original sample in the analyzer, and the result was 7.3. The unit of measurement was not provided.